Event description:
Over two years after receiving two cypher stents, the pt had thrombosis.

Manufacturer narrative:
The target lesion was the mid right coronary artery (rca). The vessel was de-novo, concentric and a chronic totally occluded lesion. Aha/acc classification of the vessel was type c. The lesion length was approx. 40mm and vessel diameter was 2.5mm. The procedure was an elective case. Pre-dilatation was conducted with a 1.5x20mm balloon at 14 atm for 30 seconds. First a 2.5x23mm cypher (lot unknown) was implanted at 12 atm for 30 seconds. A 2.5x18mm cypher (lot i1104094) was implanted at 12 atm for 30 seconds proximal to the first cypher overlapping it. Post-dilatation was conducted with a 2.5x20mm balloon at 20 atm for 25 seconds. Ivus was conducted. The residual % of stenosis was 0%. Timi flow was 0 before the procedure and 3 after the procedure. Act was not measured. Over two years later, the pt complained of chest pain and came to the hospital. St elevation and troponin-t elevation were observed. Coronary angiography was conducted and thrombus was observed in the implanted cypher stents. To treat the thrombus, aspiration and balloon angioplasty was conducted with a 3.0x22mm balloon. Inflation pressure and time was unknown. A 3.5x24mm liberte stent was implanted proximal to the cypher overlapping it. The pt recovered and was discharged from the hospital. Physician indicated that the possible cause of the thrombotic event was because ticlopidine hydrochloride was stopped at another hospital. This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2007-00942. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.